Manufacturer narrative:
Concomitant products: product ID: 37642, serial # (B)(4), product type: programmer, patient. Product ID: 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot # va0e6rq, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot # va0e6rq, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of efficacy and they noticed the voltage kept dropping. Two weeks prior to this report and last week, the patient met with their healthcare professional (hcp) for adjustments. The patient was set at 5.6v and could go up or down 4/10ths of a volt. The patient's speech was slurring the morning of this report so they checked the implantable neurostimulator (ins). The ins was down to 3.2v and the patient turned the ins off. About a month prior to this report, the patient had an issue and their hcp made these adjustments. The patient's next appointment was scheduled in (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.